Event description:
It was reported that the device was used during a laparoscopic gastric bypass, the metal tips of the reloads would pop off when the instrument was fired. The metal piece was retrieved from the patient's belly. Case completed with another device of the same product code. No patient consequences.

Manufacturer narrative:
Info was not provided by the initial contact. Info anticipated, but unavailable at this time.